Manufacturer narrative:
(B)(4) - against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft detachment was confirmed. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the instructions for use states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components.

Event description:
It was reported that during the procedure in the moderately tortuous, heavily calcified mid left anterior descending artery, pre-dilatation was performed. A 2.75x18 rx vision stent delivery system (sds) was advanced via radial access; however, the sds could not cross to the target site due to the anatomy. The physician continued to push the sds against resistance and the proximal shaft separated outside of the anatomy. The device was simply withdrawn from the anatomy and the lesion was ultimately treated with balloon angioplasty. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.